Event description:
On an unk date, the physician attempted arteriotomy closure using the prostar xl 10 french device in an unk vessel during an unknown procedure. Reportedly, "only three (3) needles presented and the operator could not re-wire device to remove it after retracting the neddles back into the sheath." The operator attempted placement of a "finer wire". But it would not advance up the sheath. The operator "cut the whole device about one (1) cm proximal to the wire exit port. A 0.035 wire was advanced and the device was exchanged for another prostar device." Reportedly, arteriotomy closure and hemostasis was achieved with the second device. It was noted that there was no pt injury and the pt's hosp stay was not prolonged.